Event description:
An epimed catheter was skived. After the doctor performed several passes with the catheter in question, the doctor felt resistance and removed both the catheter and needle together, and reported the above-mentioned incident.

Manufacturer narrative:
The device was not returned to epimed for eval.